Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device had only one speed working was confirmed. An assessment was performed and it was observed that the insulation on the electronic control unit (ecu) wire was damaged, there was corrosion on the motor and bearing, and the coupling head was worn out. It was further determined that the device failed pretest for power check with test bench, and the device failed trigger and ecu function as the device went immediately into full speed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device had only one speed working. During in-house engineering evaluation it was found that device failed trigger and electronic control unit (ecu) function as the device went immediately into full speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.